Manufacturer narrative:
(B)(4). Batch # g51g6m. The analysis results found that the cdh33a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: what type of procedure was the device used in? The tumor of the sigmoid colectomy. What confirmation was received that the device was fully fired? Yes, the device was fully fired. Where within the gap setting scale was the orange indicator prior to firing? Orange indicator was completely in the green sector of the scale. Were there any staples missing from the staple line? No. What was the shape of the staples (b-formation, irregular, legs straight)? B-formation. It was reported that the patient was monitored during and event and to at least three days post-op. Were there been any adverse patient consequences? No, the patient was discharged. The synergy form indicates that the device was implanted on (B)(6) 2015. The reported devices are circular staplers, which are not designed for implantation. Please clarify what is meant by this information.

Event description:
It was reported that during an unknown procedure, the device stapled but did not cut the tissue intraluminal. After, the surgeon tried to cut with another stapler, but the device also did not cut. Hand cutting was used to complete the procedure. There were no adverse consequences for the patient reported. The patient is now stable.